Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).

Manufacturer narrative:
Additional information: through follow up, it was confirmed the lens in the patient's right eye(od) remains implanted. No other information was provided. Patient had bilateral lens implants. This report captures the event for the lens implanted in patient¿s right eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: exact age unknown, provided as 70 something. If implanted; give date: unknown/not provided. If explanted; give date: not applicable, there is no indication the lens has been explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model zcb00 intraocular iens (iol) was implanted in the patient¿s right eye. Surgery was reported to be uncomplicated with lens in the bag. Vision was 20/20 for first week or so, but the patient developed a chronic low- grade inflammation and uncontrolled cystoid macular edema (cme). The patient was treated with injections of steroid and avastin. The anterior chamber (ac) inflammation resolved with chronic q-day pred, however, cme never did resolve. About a year and half later, the patient was reported as tested for uveitis elsewhere, although the reporting surgeon did not see all the results. When the reporting surgeon examined the patient, he was off steroids and had trace cell in the ac and significant cme in the right eye (od). The patient underwent an ac tap and tested for hsv, cmr, vzv, and bacteria. All tests were negative. The patient¿s retinal specialist discontinued injections as they were not effective. No other information was provided. Patient had bilateral lens implants. This report captures the event for the lens implanted in patient¿s right eye.